Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. High purge pressure: product was returned and biomaterial was observed around impeller and at purge gap. No catheter kinks/purge line kinks were seen. The pump and purge cassette were connected to console and initiated for priming. High purge pressure reproduced but resolved soon after pump was started at p-9 and biomaterial shifted/kicked off from the purge gap. The purge parameters were back in normal range later. Data logs were not available for review. The cause of the high purge pressure was due to biomaterial but it is unknown if the event was a buildup or ingestion without data logs. Device history review: the pump passed all post sterile inspection check.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support pre-percutaneous coronary intervention (pci) to the left main and circumflex arteries. During the support, purge pressure was high. The line was flushed and the cassette was changed without success and performance level at p-2. Consequently, the impella cp was weaned and explanted with a survived outcome. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.